Event description:
It was reported that the external pulse generator had a cracked lower case near the arterial connector. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, one side bail cover was broken, the ring cover was broken, and the battery drawer was broken. (B)(4).